Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. It was also noted that the proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the distal sleevehead was observed to have blood on it, the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo, and the outer insulation of the lead was observed to have blood ingression. Visual inspection found the damage was consistent with the complaint. Concomitant products: 5086mri52 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient felt tired for several months and had chest pains and went to the emergency room. The patient also stated that there was swelling and pain near the device when lying on the left side but that it went away. It was also reported that the right atrial (ra) lead had high impedance and there was noise on the electrogram which increased when the patient moved their arm. Insulation damage was noted on explant. Fracture or crush was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.